Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A technician at getinge's national repair depot evaluated the iabp and was able to duplicate the issue. The iabp generated autofill failure and intermittent error codes upon power up. The drive assembly for this unit was disassembled and sent in a separate box and the drive also had broken/missing mufflers. The drive assembly was reassembled and installed and it was found that the power management pcb was jammed into the card cage and prevented the remaining cards from seating. The technician properly aligned and installed the power management board in the card cage. It was also found that the optic latch cable assembly had frayed and cut wires (most likely the result of removing the drive assembly in the field) and to resolve this issue, the cable assembly was replaced. In addition, pinched and frayed wires under the tidal disk in the pim assembly (most likely causing autofill failures and error codes) were observed and the pneumatic module assembly (pim) as replaced to resolve this issue. A cosmetically damaged coiled cable and broken doppler retractor were also replaced. The iabp was then put to run for 48 hours after the repair without issue. Preventative maintenance (pm) was completed along with functional tests and safety checks as per the service manual. All tests passed. The iabp has been cleared for use. (B)(6).

Event description:
It was reported that during in service training, the cardiosave intra-aortic balloon pump (iabp) generated autofill failure. This iabp is a sales demo unit and will be sent for repair to the national repair depot. There was no patient involvement; thus no adverse event reported.